Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "precautions for use: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley was found outside of the patient with a deflated balloon.